Event description:
It was reported that an ilet user experienced a temporary loss of continuous glucose monitor signal from a dexcom g7 continuous glucose monitor (cgm), which prompted the ilet pump message to connect cgm or enter blood glucose, and readings resumed once the cgm signal reconnected. No adverse clinical effects were reported. Outcomes included no injury and no need for medical intervention. User support included customer education and troubleshooting focused on cgm-to-ilet connectivity and signal integrity. Investigation of this case revealed transient cgm signal loss to the ilet pump with subsequent automatic recovery, consistent with expected behavior when the cgm is temporarily disconnected. It was concluded, based on previously established findings for similar reports, that the cause was environmental or connectivity factors leading to intermittent signal loss.